Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was jammed due to an obstruction caused by the faulty slide rails. A field service engineer replaced the faulty slide rails to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the auxiliary drawer 6 was jammed. The customer tried to recover the drawer by rebooting and unplugging the station, but the issue still persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.